Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
During an internal service activity, the field service engineer (fse) identified the internal connections of the needle driver got broken. There was no report of patient involvement or patient injury.